Event description:
Reporter stated the buttons on the infusion device do not function correctly, and the patient switched to insulin injections. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The up button is permanently active due to an external mechanic damage. Because of the permanently activated up button, the other buttons do not respond to commands.